Manufacturer narrative:
H6: c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Article: aortic arch endovascular branch and fenestrated repair: initial canadian experience with novel technology. Mark rockley, md et al. Journal of vascular surgery cases, innovations and techniques vol 9, issue 4. December 2023. This study included retrospective single-center consecutive case series of 11 predominantly male patients (average age of 72 years) undergoing aortic arch repair with fenestrated or branched endografts between december 2020 and march 2023. Ten procedures were elective, and one was emergent. Of the 16 branch stenting, seven gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used in four patients. One gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was implanted in a patient. The additional eight devices include gore thoracic branch endoprosthesis (tbe) or excluder limb. Complete arch repair from zone 0 to 4 was performed in six cases; the remaining repairs landed proximally in zones 1 or 2. Seven repairs used a single retrograde facing inner branch (tbe), three used double antegrade inner branch (bolton relay; terumo interventional systems), and one emergent case used double in situ fenestrations. Seven repairs used an adjunctive extra-anatomic bypass to complete great vessel perfusion, two of which were created during a prior aortic repair. Inferior vena cava balloon inflow occlusion during deployment was used in all cases. No mortalities, transient or permanent spinal cord paralysis, myocardial infarction, dialysis dependence, venous thromboembolism, or bleeding requiring reintervention occurred. The median hospital stay was 5 days and an average 7.8 months total follow-up. No patient developed branch vessel instability; no branches developed migration, occlusion, reintervention, arterial rupture, intraluminal thrombus, stenosis, or kinking. No patient in this series died. During procedure for patient 8, a ribs and ctag were implanted as branched aortic devices. The vbx devices were implanted in the innominate artery and left carotid artery. Extra-anatomic debranching was a left carotid ¿ subclavian bypass. Patient was in ICU for 3 days with total length of 58 days stay. Patient 8 with emergent total arch repair and in situ fenestration suffered bilateral infarcts in a central embolic pattern on postoperative day 1, without stent graft pathology such as branch kinking or thrombus. Cta after the stroke demonstrated a right-sided carotid cutdown arteriotomy site focal stenosis at the site of prior purse-string closure, which was patch repaired on postoperative day 5 to maximize cerebral perfusion. Patient recovered and on lifelong aspirin as postoperative antiplatelet.

Manufacturer narrative:
Added g3/g4, h1/h2, h6 and h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2024-04944 was submitted in error and is hereby retracted.